Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: pathology result, refer to manufacturer report number 1645337-2019-17237. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast reconstruction revision with mentor memoryshape breast implant 390cc gel breast prostheses that had to be removed on (B)(6) 2019. Both devices were intact upon explantation. On (B)(6) 2019, the patient was seen for right breast late hematoma post explantation of the device and underwent hematoma evacuation, bleeding control, and drain insertion. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On 9/23/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).